Event description:
The nurse assisting a (B)(6) pt called in to zoll lifecor customer support to report that the pt's belt had bent pins. The pt received a replacement electrode belt.

Event description:
Caller states patient tested 5.1 inr and 5.1 inr on the coaguchek xs system while a comparison lab returned as 3.9 inr. Patient's coumadin dose was held based on lab result. No adverse event reported. Requested return of suspect system, and replacement was sent.